Event description:
The pt reported dissatisfaction with his pump therapy. Since the pt was implanted with his pump, he has lot 150 lbs. He was ambulatory for a time, but "now has lost all ability to get around and is reliant on his family to take care of him". The pt reported, "the pump has screwed up his muscles and he has been in a state of disorientation for the past few years". The pt stated his teeth are gone and he has pressure sores on his body from not being mobile. The pt is currently taking oxycontin and oxycodone. Add'l info has been requested, but was not available at the time of this report.